Event description:
A family member reported that the patient experienced a blood glucose of "high" on the meter (over 600 mg/dl) with increased urination. The family member reported that she contacted the patient's health care provider for protocol to correct via syringe. Customer support reviewed the pump with the family member. The family member confirmed the history and settings were correct; there were no associated alarms in the pump history. The family member reported that the site was changed twice during the day and there were no noted issues with the site or infusion set. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: insulin delivery totals correctly reflected programmed values. Pump history from the date of the event was unavailable due to continued use. Unrelated to the event the pump was unable to detect the cartridge during the load cartridge step. The force sensor was found to be reading low force. Contamination was observed on the force sensor assembly. Additionally the internal battery was found to have failed.